Event description:
Braun - 2000 ml single chamber bag (2112349) these bags were filled with hydration solutions, and there is a leak in two of the bags in the exact same place. (At the top of the vertical line between the b and braun). FDA safety report ID# (B)(4).